Event description:
It was reported that the device went to elective replacement indicator (eri) after only two years from implant. It was also reported that the left ventricular (lv) lead had high thresholds. Reprogramming was completed and the lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.